Event description:
A customer contacted beckman coulter inc., (bci) reporting that they obtained failing dil-alpha-fetoprotein (afp) qc out of range high by a factor of ten on unicel dxi 800 access immunoassay system. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Afp qc was out of range high by a factor of then the morning of (B)(6) 2011. Qc had passed within the customer's established ranges on (B)(6) 2011. Service was dispatched and found that the dilution correction factors for dil-afp were found to be ten times greater than the acceptable range. The dilution correction factors for dil-afp should be in the range of 13-23, but were in between 178-193. A definitive root cause has not been determined to date for this event and is still being investigated.